Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) small hexagonal screwdriver shaft/long.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a proximal tibia plating on (B)(6) 2020, the tip of the small hexagonal screwdriver broke upon screw insertion. The screwdriver tip was found broken after the surgery was completed. There was no surgical delay and no patient consequence reported. Concomitant device reported; unknown screw (part # unknown, lot # unknown, quantity unknown), unknown proximal tibial plate (part # unknown, lot # unknown, quantity 1) this complaint involves one (1) device. This report is for (1) small hexagonal screwdriver long this is report 1 of 1 (B)(4).